Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013: patient underwent preoperative diagnosis: lumbar disc degeneration, and later underwent the 360 degree circumferential fusion in two parts, using rhbmp-2/acs: part 1 anterior lumbar fusion by a direct lateral approach 1. Anterior lumbar discectomy lateral 2. Lateral lnterbody fusion 3. Lnterbody device 4. Intraoperative neuromonitoring part 2 posterior lumbar fusion 1. Hardware removal 2. Inspection of fusion mass 3. Laminectomies l3, redo laminectomies l4, l5, 51 bilateral 4. Arthrodesis l3-4, l4-5, l5-s1 posterolateral 5. Segmental spinal instrumentation l3-s1 6. Autologous bone graft - same fascial incision 7. Bone marrow aspiration pedicles l3 8. Intraoperative neuromonitoring.